Event description:
The physician was attempting to implant a 2.25 mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. When passing the bifurcation of the pda/pcu branch of the rca, the stent got stuck in the calcium. The physician pulled back the device to position it but felt the stent "unwinding." It was reported that the stent dislodged from the balloon. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4)

Event description:
Device evaluation: the stent was received for evaluation. The delivery system was not returned for review. The stent was returned severely stretched and deformed.

Manufacturer narrative:
Results: stent dislodgment, patient lesion morphology; calcification. Conclusion: patient lesion morphology; calcification. (B)(4).